Manufacturer narrative:
As reported, the capsure straight fixation device fasteners loaded backwards while fixating the mesh. The subject device was reported to be available and has yet to be returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. (B)(4). The precautions section of the instructions-for-use supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ if/when sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during use of the capsure straight fixation device on (B)(6) 2022, the first fastener deployed backwards and did not provide fixation. As reported, the loose fastener was removed from the patient and the procedure was completed using a new capsure straight device. There was no reported patient injury.

Event description:
As reported, during use of the capsure straight fixation device on (B)(6) 2022, the first fastener deployed backwards and did not provide fixation. As reported, the loose fastener was removed from the patient and the procedure was completed using a new capsure straight device. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fixation device fasteners loaded backwards while fixating the mesh. The subject device has been returned for evaluation. However, the sample evaluation is currently ongoing. When the sample evaluation has been completed a supplemental emdr will be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august,2022. The precautions section of the instructions-for-use supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum:  this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample confirms that the fasteners deployed and backwards as reported. The next fastener to be deployed can be seen loaded backwards on the mandrel. Based on the sample evaluation and investigation performed, the root cause for the reported event is determined to be related to operator error during the manufacturing process. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.